Event description:
A nurse reported a system message displayed during a procedure. The system was exchanged and the case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and checked the lamp, cables and connections, and cleaned the ventilation system. Preventive maintenance was performed. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).